Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), there was consistent no capture and high impedances after several deployments. The ipg was removed and there was a huge clot on the ipg. A new ipg was implanted. No patient complications have been reported as a result of this event.